Manufacturer narrative:
Management of pubic symphysis diastasis with locking plates: a report of 11 cases, by hamad, abdulkader; pavlou, george; dwyer, johnathan; and lim, justin. Injury, int. J. Care injured 44 (2013) 947-951. This report is for an unknown locking screws; part and lot number are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
This complaint has been received from a literature article; management of pubic symphysis diastasis with locking plates: a report of 11 cases, by hamad, abdulkader; pavlou, george; dwyer, johnathan; and lim, justin. Injury, int. J. Care injured 44 (2013) 947-951. This was a retrospective analysis of a single centre case series between august 2008 and december 2011. A total of 11 patients; 2 female and 9 male with a mean age of 42 were included. Out of the 11 cases only 5 cases were noted to have reportable malfunctions. Case 9: a (B)(6) male who was injured due to a motorcycle accident had a 6-hole plate placed with 5 locking screws and posterior fixation. 5 weeks out from surgery he was noted to have unscrewing of locking screw but no loss of reduction. All patients were asymptomatic at last follow-up and none required revision surgery. In conclusion the authors found the use of locking plates across the pubic symphysis to be safe with low complication rates despite early weight bearing. Additional information has been requested. This complaint involves 5 unknown locking screws. This is report 4 of 7 for (B)(4).